Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The patient was under general anesthesia for percutaneous approach. The testing before placement of the probe was successful. It was tested at 100watts for 10-20 seconds. Percutaneous liver ablation case the doctor has reported that he started the ablation process w/120watt for 6 minutes, total ablation time was 6 minutes. No error codes were received during the procedure. The ablation was completed and the needle was pulled back. The track ablation couldn't be completed during pull back. When the needle was completely out of patient liver and skin, the doctor observed that the antenna was broken and stayed inside of the liver. The tip was not removed. The ablation cycles were completed with same probe. It was not necessary to bring the patient out of anesthetic state. Additional information: the doctor's a certified ir by (B)(6). Very well experienced in mwa ablation for at least 10 years. The lesion size is 2.5*2.2cm under usg calculation.

Manufacturer narrative:
Received one (1) 14cm probe for evaluation. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. The ceramic ferrule is completely detached. Approximately 4mm of the tip remained attached there are signs of a thermal event occurring. The cartridge was connected to the lab solero generator along with the pump connected to the pump tubing. The pump was started and primed using water to test coolant flow, flow was observed to function normally. There were no known manufacturing defects found. The root cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with tip, detached failure mode since the unit was distributed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).